Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that the right index tkr, the duracon patella trial was removed from the operating room because it was noticed that the trial was missing a peg. It should have had three pegs but only had 2.